Event description:
It was reported the patient received the following results within 15 minutes: 179 mg/dl (system 1) and a result in the "60's mg/dl" (system 2). It is unknown if the same test strip lot number was used for both meters and results.